Event description:
The pt had the lifeport placed in 2008. The pt had one chemo treatment for breast cancer which was very painful then the port was unable to be accessed. She was brought back to surgery the following month to remove the dysfunctional port, and it was determined that the catheter had separated from the port. The physician was able move the port but the pt had to go to radiology to have the catheter removed from the right atrium of her heart by ultrasound guidance.